Event description:
Roadrunner tech assessed chair and found that the chair does not go in the direction it is steered. Brightree order (B)(4). No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
(B)(4) tech assessed chair and found that the chair does not go in the direction it is steered. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). Initial pr # (B)(4) issued mfg report #3004493922-2012-00058. The component, motor, model #1134125, serial #(B)(4) was returned for an evaluation. No serious injury alleged. Product was approximately 5 years old. Maintenance history is unknown. The motor was functionally tested. No discrepancies were found. (B)(4) has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.